Event description:
It was reported that following a pump replacement, the catheter was not primed. The pt experienced increased pain. The dosage was increased. The pt was subsequently admitted to the hosp with an excruciating headache. The pt had a pin pump to administer dilaudid through an IV while hospitalized. Three or four days later, the headache resolved and the pt was sent home. It was reported that the catheter was checked and no leaks were found. He was to go back and get another dose increase. The hcp was also considering a pump medication change to morphine. The pt's intrathecal pain pump was currently being used to deliver dilaudid; concentration and dosage were not reported.